Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by sekhon et al in a literature publication titled ¿cervical arthroplasty after previous surgery: results of treating 24 discs in 15 patients¿ that: during a 30-month period, 15 patients who had previously undergone cervical spinal surgery underwent cervical arthroplasty that involved placement of the bryan disc for neck or arm symptoms related to cervical disc disease. A total of 24 devices were implanted. Six of the 15 patients had undergone a previous posterior foraminotomy, and in nine cases an anterior interbody fusion had been performed at some stage prior to surgery. Clinical and radiological evaluations were performed preoperatively and after surgery to assess outcomes. There were six men and nine women who ranged in age from 27 to 60 years (mean 44.1 years), and the duration of symptoms ranged from 6 to 39 months (mean 19.2 months). In all cases, the indication for surgery was persistent neural compression at either the site of previous posterior surgery or at levels adjacent to a previous fusion site. In two cases, cervical discogenic neck pain was the dominant symptom. In all patients who had previously undergone arthrodesis, solid fusion was documented except in case 11 in which an allograft pseudarthrosis was revised when the adjacent level was surgically treated. Sixty percent of the discs were inserted in the c5¿6 or c6¿7 interspaces; however, all c3¿4 to c7¿ t1 levels were surgically treated. Arthroplasty was never converted to a fusion intraoperatively. There were no intraoperative complications, deaths, or neurological injuries. "Finally, one patient (case 1) complained of persistent dysphagia at the last follow-up examination. No heterotopic calcification was noted on CT scanning."